Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported her cgm displayed 385 ¿ 400 plus mg/dl. Although she was asymptomatic at the time, she self-treated with insulin from her omnipod insulin pump. A short time later, she experienced diaphoresis, weakness and urinary urgency. The patient went into the bathroom; however, she passed out and fell into the whirlpool tub hitting her head. Once she regained consciousness, she was remained in the tub for over 1 hour before getting out of the tub. (Her spouse was unable to assist her because he was recovering from surgery.) A bg was performed which was 35 mg/dl; it was not confirmed when the bg was performed or by whom. The following day, the patient was taken to a clinic by her spouse where she was evaluated. X-rays were performed and she was diagnosed with torn ligaments in both wrists, a displaced left ankle bone (which had been injured in a previous car accident), and bruising to her face and eyes. She was treated with muscle relaxants, pain medications, and braces on both wrists and her left ankle. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, " although she was asymptomatic at the time, she self-treated with insulin from her omnipod insulin pump."

Event description:
Although she was asymptomatic at the time, she self-treated with insulin from her omnipod insulin pump while the cgm was displaying 425 mg/dl.